Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for eval. There was no evidence of any manufacturing deficiencies that would have either directly caused or would have contributed to the reported condition. A DHR review was performed stated the lot passed all applicable inspections. No CAPA required as the complaint has not been confirmed as manufacturing related.

Event description:
Per company sales rep: dr. Had the forceps down the scope and one 1/2 of the device jaws (cup) fell off inside of pts' colon. The dr was able to retrieve the 1/2 jaw with another forcep. (No sample returned).